Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the only action taken to resolve the symptoms that the patient had prior to the refill dates was filling the pump and giving the patient oral baclofen for his muscle spasms. The cause of the symptoms was not determined. All interrogations of the pump were normal. It was unknown if the pump replacement resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via company rep. It was reported that the patient would appear more spastic before their pump refills. The physician wasn¿t sure if it was due to general anxiety or the pump ¿becoming more sluggish¿ as it neared end of life. The pump was replaced. It was unknown if the issue had resolved.

Manufacturer narrative:
H3: the pump was returned, and analysis found that the pump was below dispense accuracy specification and failed a lab dispense test medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-jul-18 regarding a patient receiving gablofen (concentration unknown at a dose of about 21mcg/hr) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient was on their fourth pump and never had issues with the previous three pumps, but with this pump it didn't seem like it was working at all times. The patient had an issue at pump refill times where the pump didn't seem to be administering medication. Numerous times (9 times) the patient went into baclofen withdrawal symptoms 14 days before the refill alarm date. The symptoms included severe spasticity and seizures. The first time the patient was having withdrawal symptoms was on (B)(6) 2014, so they were taken to the emergency room. It was noted that they always took the patient to the healthcare provider (hcp) within a day or so of when the symptoms started because sometimes the withdrawal happened on a weekend and the hcp wasn't open until monday. It was noted that the pump would be refilled and instantly the patient would get better and be ok again. The pump was refilled about every two months. When the old drug was pulled out of the pump it was always close to what they should be getting back. The dose of the drug was the only thing that had changed over the years. The dose had been increased and decreased as spasticity symptoms changed over the years. The last time the pump was filled, the hcp told the reporter there was a volume discrepancy but the discrepancy was "within normal range." It was thought that the discrepancy was 2ml but the reporter was not sure. It was noted that the hcp was aware of these issues and had interrogated the pump, and everything showed to be fine. The pump was last interrogated on (B)(6)2019. No further complications were reported or anticipated.